Event description:
It was reported that a patient experienced a possible osteomyelitis of the posterior right heel during the use of allevyn life. Patient was hospitalized.

Manufacturer narrative:
As of today, no product return for this complaint has become available so the investigation has focused on a review of the batch manufacturing records. This review confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A medical review was not possible due to insufficient information being provided. At this time an exact root cause cannot be determined. If the further information becomes available in the future then this complaint may be reopened.